Event description:
Pt/customer reported tissue loss from above the right brow that occurred after the ulthera treatment. The pt/customer did not experience any side effects (burn, welt, swelling, etc) at the time of treatment. Immediately following the ulthera treatment, botox was administered by the practice. The pt has never received filler or other professional treatments that could have contributed to the tissue loos. There may be rare side effects that were not seeing during our clinical studies related to the neurotoxin administered immediately following the treatment. The reported issue is unconfirmed if related to ulthera.